Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows, switch 1 cut, reduced angulation, play knob loose, dents in distal end plastic cover, tiny chips at the edge of objective lens, clogged nozzle which was removed, dried bending section rubber, dent in insertion tube and connection cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was attempted to be flushed with detergent solution.

Event description:
The customer reported to olympus, the videoscope had no air flow and seemed to be clogged but water was working. The issue was found during preparation for use for an esophagogastroduodenoscopy. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material clogging the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.